Event description:
The company was informed that the recipient experienced skin flap breakdown, which exposed the device. It was also reported that there was no evidence of recent infection at the implant site. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipients site has reportedly healed without any signs of infection. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient reportedly underwent surgery on (B)(6) 2015 to reposition the device and cover with fascia.